Event description:
It was reported that the patient is experiencing pain in left knee. Patient has stryker implants in both knees but only left knee is painful. Her knee has been painful since she had surgery in (B)(6) 2012. Patient states that when she is walking, her knee gives out due to weakness and that when she stands she needs support. Also using steps and ramps gives her difficulty. Patient has swelling on rainy days. When she exercises, her knee becomes aggravated. Patient states that her knee feels like it has not completely healed since having surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.